Event description:
The facility contacted baxter (B)(4) technical services to report an interlink buretrol set that "was not dripping, or not dripping as regulated during priming". The malfunction was reported to have been found during priming. There was no patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an unopened sample in the blister was received for evaluation. Visual inspection was performed and no defects were observed. Simulation testing was performed. The roller clamp was closed, spike was inserted in a solution container, slide clamp was opened and then closed. Burette chamber was filled until 35ml. The sample was primed successfully. No defect was observed. The sample was pressure tested at 8psi for clear passage and tested satisfactory. The reported condition was not confirmed. The root cause was not determined. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). The sample has been received however the evaluation has not yet been completed. Upon completion of the evaluation, or if additional information is received, a follow-up will be submitted. This is a product not distributed in the us and does not have a 510(k) number.